Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: an 84-year-old male patient underwent emergent tevar on (B)(6)2022 for his aorta fistula resulting in hematemesis as well as chest-and back-pain. A zta-p-34-161 was implanted with proximal seal in zone 4 and distal seal in zone 5. Thrombus formation in the distal neck was reported on pre-procedure imaging. On 1-month follow-up CT on (B)(6)2022 thrombus in the stentgraft was noted. Thrombus was also noted on follow-up done on (B)(6)2022, (B)(6)2023 and (B)(6)2024 (handled in related complaint). On 0(B)(6)2022 a listeria infection of the graft was noted. The infection was treated with antibiotics and was reported to be resolved on (B)(6)2023 without sequelae. Per the instructions for use the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with aortobronchial or aortoesophageal fistulas. Furthermore, infection of the stent graft is a known adverse event. Based on the reported information it is assessed that it is likely that the use of the device in a patient with fistula could have contributed to the development of the reported listeria infection. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: synopsis: protocol 17-13, pt 611-036: reported thrombus in proximal study device at 1, 6-month, and 2-year follow-up visits ((B)(4)) and stent infection (this complaint) on (B)(6) 2022, the patient was emergently treated for an aorta fistula with placement of the above zta device. The 6-month follow-up imaging, on (B)(6) 2022, showed the thrombus and a device issue was noted - infection of stent. The infection was treated with antibiotics and is noted as related to the study device and procedure. The 12-month follow-up imaging did not show a thrombus or device issue. The stent infection resolved without sequelae.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.